Event description:
During follow up for a separate issue, it was reported that this patient on peritoneal dialysis (pd) was seen on the outpatient pd clinic and initiated on antibiotic therapy for diagnosis of peritonitis. There were no reported allegations that the event was related to an issue with fresenius products. In an additional call, the patient¿s peritoneal dialysis nurse (pdrn) stated that the patient was seen in the outpatient pd clinic on (B)(6)2022 for a regularly scheduled clinic visit. During the visit it was noted the patient had cloudy effluent. As a result, a pd culture was obtained and the patient was initiated on antibiotic treatment with intra-peritoneal vancomycin, per clinic algorithm. The nurse stated the culture (obtained on (B)(6) 2022) yielded growth of the bacteria staphylococcus epidermis. The peritonitis was attributed to patient touch contamination during the pd exchange. The patient is recovering from the event and continues pd treatment with the new cycler without any issues. Additional details were requested, however, not provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient¿s pd culture generated growth of staphylococcus which is an organism normally found on human skin. Staphylococcus peritonitis s often associated with a breach in aseptic technique/touch contamination during the pd exchange. Therefore, based on the information provided the event of peritonitis can be reasonably attributed to touch contamination during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for three (3) months prior to the event date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements, and the lots met all specifications for release. The user guide was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident is attributed to end user error.

Event description:
During follow up for a separate issue, it was reported that this patient on peritoneal dialysis (pd) was seen on the outpatient pd clinic and initiated on antibiotic therapy for diagnosis of peritonitis. There were no reported allegations that the event was related to an issue with fresenius products. In an additional call, the patient¿s peritoneal dialysis nurse (pdrn) stated that the patient was seen in the outpatient pd clinic on (B)(6)2022 for a regularly scheduled clinic visit. During the visit it was noted the patient had cloudy effluent. As a result, a pd culture was obtained and the patient was initiated on antibiotic treatment with intra-peritoneal vancomycin, per clinic algorithm. The nurse stated the culture (obtained on (B)(6) 2022) yielded growth of the bacteria staphylococcus epidermis. The peritonitis was attributed to patient touch contamination during the pd exchange. The patient is recovering from the event and continues pd treatment with the new cycler without any issues. Additional details were requested, however, not provided.